Manufacturer narrative:
The customer indicated that the device was discarded. A representative sample from the same lot is expected to be returned for investigation. It has not yet been received.

Event description:
Report received from an international affiliate (another country) of a tubing separation. Reportedly, the patient was receiving an infusion of an unspecified antibiotic via a gemstar pump. No specific programming parameters were provided. After an unspecified length of time, the patient complained to his parent that the tubing set was leaking. The patient's parent noted that the tubing set had separated "between the filter and the patient'. Reportedly, there was an unspecified delay in therapy while the tubing set was changed. The infusion was restarted, and the antibiotic therapy resumed. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.